Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high thresholds on this defibrillation lead. There was suspicion of lead dislodgement.